Event description:
Pt had bilateral mastectomies and immediate implant insertion done in 1984 in a hosp. Also had a right open capsulotomy approx 8 yrs ago. She presents now to the physician's office with a markedly distorted right breast and complaints of pain. Pt and surgeon elected to remove implants and replace with saline filled implants. Sdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated adverse reaction - long term. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.